Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).

Event description:
A director of surgical services reported a case of bilateral corneal haze, observed post photo refractive keratectomy (prk) treatment with mitomycin 0.2 mg per cc for 30 seconds. Reporter indicated the patient was treated with vitamin c, cyclosporine ophthalmic emulsion and topical steroids eye drops. Reporter relayed the patient corneal haze was resolved in the right eye and glasses prescription was given for night driving. There are two reports for this patient. This report addresses the right eye, and another manufacturers report will be filed for the fellow eye.